Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient always had trouble connecting the wireless recharger. The patient said they had seen a service code but was not able to recall what the service code was and did not see a service code during the call. The patient was advised how to reset the wireless recharger. After resetting the wireless recharger, the handset and wireless recharger connected and the patient was able to start a charging session. The patient said they did not like the wireless recharger and they'd had trouble connecting since they got it. On 2025-aug-06, additional information was received from the patient. They reported that they also had a hard time getting connected to ins when they want to turn therapy back on after charging. Patient said eventually they would be able to connect, but it would take many tries and that it was "annoying." When asked about when this started, patient said it had always been an issue. Patient said the issue with the recharger has been last month and this month. Patient said that is recharging implant and it says excellent connection, 10% and stim is off. Patient said that forgot to write down when to recharge so the battery became lower than when they typically recharge. Patient said that about a week ago noticed a returned of the symptoms and was going too much and so decided to check implant and started recharge session. Patient said that it is taking much longer to increase than typically. Reviewed that if the implant was lower than usual that it could take longer to connect and recharge the implanted battery. Patient will give it more time and continue recharging however said is concerned that there could be an issue. On 2026-jan-15, additional information was received from the patient. The patient called back. They were trying to recharge and get the recharger connected to stimulator and they were having trouble. The patient said they had trouble every time recharging or trying to connect the handset and communicator to the stimulator. They always had to call in. Two weeks ago the patient was charging and then the recharger shut off. The patient thought it was done charging but they didn't know. The patient knew when they started charging the previous week the stimulator was at 60% or more charged. The patient couldn't get handset and communicator to connect last time so they could check the battery. The agent walked the caller through connecting the recharger to the stimulator. The patient was able to connect. It said 10% battery, therapy off. The patient said they noticed they were going to the bathroom more. The caller said that the battery should have lasted two weeks, it shouldn't have died. The patient mentioned that the stimulator moved around inside all the time. They have had a problem with the stimulator moving ever since they got it. The agent reviewed if the stimulator was moving that was probably why they were having trouble connecting to charge the stimulator or connect to stimulator for the therapy application. The agent told the patient to follow up with the doctor in regards to device moving and having trouble connecting to stimulator. The patient said they have an appointment coming up. The patient mentioned their spine was shot and so sensitive. They couldn't have the device stick out so they had it put in their buttocks. They did not reuse the same pocket as previous devices. The patient said the doctor was trying to convince them to get an scs device. The patient said they were not get one until they had a device that covers the whole spine. The patient had pain in their neck, back, and si joints.

Manufacturer narrative:
Continuation of d10: product ID: a90300, lot#serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a90300. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient reported they had an appointment to have the rechargeable battery replaced with a primary cell battery on (B)(6) because they did not like the user experience of recharging the ins due to previous difficulties with it. The patient reported they had forgotten to charge the ins and now the battery was discharged and therapy was off. The patient may call back tomorrow for assistance using the programmer/communicator to turn therapy back on again.